Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, low, out of range, low voltage lead impedance, gradual increase in high capture threshold and gradual decrease in sensing issues were observed on the rv lead. Patient had a follow up in clinic visit on (B)(6) 2017. Physician elected to monitor the patient. Patient was stable.